Event description:
Boston scientific received information that during a post-operative check, this patient right ventricular (rv) lead was observed to have dislodged leading to pacing inhibition. No asystole was noted. Surgical intervention was performed and the rv lead was successfully repositioned. The rv lead continues to remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.